Event description:
The reporter stated that the surgeon inserted the lens. The lens haptic tore upon insertion into the eye. The lens was removed. No patient injury. Surgery was completed using another lens.